Event description:
It was reported that the user experienced signal loss between the dexcom g7 sensor and the ilet, resulting in no readings until the user reconnected, after which the glucose reading was high following a recent meal; no alerts or alarms were reported and no symptoms were described. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability issue characterized as intermittent communication failure, with involvement of the electrical and magnetic subsystem and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.